Manufacturer narrative:
The vac-pac was placed back on the shelf for available use after a prior leak had been detected on the same device. The material-handlers were unaware of the prior malfunction. The customer was provided information for storage, repair, testing and replacement. Users are instructed to check the device before and after each use and not to use the vac pac device is there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times in a week. Device not available for investigation.

Event description:
The customer reported that the vac pac lost suction prior to surgery while a patient was under anesthesia. The shoulder labral tear surgery was delayed for approximately 20 to 30 minutes. There has been no report of patient injury or safety/environmental concerns. The patient had to be moved from the malfunctioning vac pac in order to be repositioned for surgery on a another vac-pac.